Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further review it was found that there is no malignancy on left side. Hence unreporting lymphoma-alcl-suspected. Additional, changed, and/or corrected data: b5, h6.

Event description:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further review it was found that there is no malignancy on left side. Hence unreporting lymphoma-alcl-suspected.

Manufacturer narrative:
Histopathological markers of cd30+ and alk- have not been provided. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected (histopathological markers not provided).

Event description:
Patient reported stating diagnosis of bia-alcl is still under consideration in their case and producing a lot of seroma. Device has been explanted. This record created for left side. The histopathological markers of cd30+ and alk- have not been provided.

Manufacturer narrative:
Clarification to h.10. Related report numbers: information submitted in mrn 9617229-2024-02726 pertains to the same device as this record. Mrn 9617229-2024-02726 captured the reports of rupture and capsular contracture baker grade IV that occurred on (B)(6) 2023 and was resolved with device explant on (B)(6) 2024. This record captures the reports of seroma and suspected alcl that developed after the device was explanted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2875602 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory, however the reported medical events are unable to observe, therefore they are not confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional contact information for patient's physicians: implanting physician: dr. (B)(6). Implanting institution: (B)(6). Address: (B)(6). Country: germany. --- explanting physician: dr. (B)(6). Explanting institution: (B)(6). Address: (B)(6). Country: germany. Phone number: (B)(6). Email: (B)(6).

Event description:
Patient reported stating diagnosis of bia-alcl is still under consideration in their case and producing a lot of seroma. Device has been explanted. This record created for left side. The histopathological markers of cd30+ and alk- have not been provided.